Manufacturer narrative:
Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the srk broke while attempting to open the jaws of the stapler 45 instrument. While the surgeon was able to remove the instrument from the patient's tissue and there was no patient harm, recurrence of the srk breakage could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, the customer observed a "stapler failed to unclamp" message and the stapler 45 instrument failed to unclamp. The customer was required to use the stapler release kit (srk) to unclamp and open the jaws in order to remove the instrument. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the retained reload was fired successfully and there were no unique circumstances that may have led to the clamping issue.

Manufacturer narrative:
Additional information: the white 45mm reload was returned with the instrument. The reload was found to have the knife garage broken. The broken piece was returned with the stapler 45 instrument and reload. The accessory was also found to not have all the staples deployed. System log investigation: a review of the instrument log for the stapler 45 (pn: 470298-11, batch-sequence: t10180309-0051) associated with this event has been performed. Per a review of the logs, the instrument was last used on 25-sep-2018 on system sk2034. The alleged event occurred when the instrument had 19 uses remaining. Image/video review: no image or video clip for the reported event was submitted for review. (B)(4). This complaint is being reported because the stapler 45 instrument incurred an unclamp failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Corrected information: blank MDR fields: follow-up was successful and available patient demographic information was provided. The patient race was reported as "spanish," which is not an available option. Device expiration date was left blank as this instrument has 50 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the 31st use of the instrument and, therefore, the instrument was not expired at the time. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.